Manufacturer narrative:
.

Event description:
It was reported that during an orbital atherectomy treatment procedure, a vessel perforation occurred, requiring treatment with a covered stent. The lesion being treated was a chronic total occlusion of greater than 30cm in length (extending the entire length of the sfa from its origin to hunters canal) and of mixed plaque morphology. The lesion was located in the superficial femoral artery (sfa) which demonstrated a reference vessel diameter of 7mm. The physician accessed the lesion using a 7f introducer sheath via a contralateral approach and crossed the lesion with a .017" viper wire guide wire. A 1.5mm, 70ug, solid crown diamondback oad was used to make a channel through the lesion. A 2.0mm, 70ug, solid crown diamondback oad was subsequently advanced to the distal portion of the lesion, but the device would not spin. The same result was experienced despite several attempts. The physician then noted a perforation of the vessel and attempted to remove the oad. He was unable to remove the device from the guide wire, so the oad and guide wire were removed as a unit. Tissue was noted near the crown of the oad, and the wire seemed to be stuck in the device. The vessel was then rewired, but subsequent balloon angioplasty did not resolve the perforation. A covered stent was placed to successfully seal the perforation. The patient remained asymptomatic during this event. No special follow up was necessary. The final outcome of the procedure was a success, and the patient had not further complications. Additional information has been requested regarding this event.